Event description:
It was reported that the ilet user experienced blood glucose reading "high" on the continuous glucose monitor (cgm) following a supply change, discontinued use of the ilet, did not take external insulin and ran high, then took external insulin and requested a return, with no device component implicated and a usage-related issue indicated. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no lasting health consequences. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem consistent with not reverting to alternative therapy to manage blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.